Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported diabetic ketoacidosis. No lot release records were reviewed, as the product lot number was not provided. Locked down smartphone: phone_control_ios. Omnipod software app version: 2.1.0. Operating system: 26.1. Hardware: iphone17.1. Cgm sensor type: g6. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported that the patient experienced elevated blood glucose levels that resulted in diabetic ketoacidosis, which they reported were due to an unspecified "pump failure." Specific bg values were not provided. No additional information was reported regarding this event, including details of medical evaluation or treatment.

Manufacturer narrative:
A review of complaint-related information was conducted on february 11, 2026. It was confirmed that the patient did not present to a hospital and did not receive medical attention related to this event. The patient consulted a health care provider by phone and self-administered insulin via injection to address elevated blood glucose levels, with the highest reported reading of 555 mg/dl. As no in-person medical evaluation was performed, there was no reported medical diagnosis of diabetic ketoacidosis, and no adverse event was reported. Insulet¿s analysis of the provided information deems that the reporting requirements were not met and therefore, this event is no longer considered reportable.